Manufacturer narrative:
Investigation summary: bd received three hundred (300) samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for foreign matter (fm) with the incident lot was not observed as all product specifications were met. White deposits inside the tubes are silica additive. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 100 bd vacutainer® cat (clot activator tube) plus blood collection tubes had whitish deposits in the tubes before use. There was no report of patient impact.